Event description:
Inserting a ptca catheter, while pushing the balloon into the vessel the guidewire stuck, md attempted to push causing wire to kink; when pulled back, device broke leaving 1/2 stuck in sheath other half in md hand.